Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer reported that on the morning of (B)(6) 2018, he received sensor scan results of 276 mg/dl and 303 mg/dl and self-treated with 9 units of insulin of an unknown type. Customer further reported that at while at work at approximately 8:30 a.m. He began to feel "shaky, upset, and bad" and reported he saw the on site hcp and drank a coke and ate an apple. Customer self-presented to his diabetologist where an unspecified reading was obtained on their device and customer was diagnosed with hypoglycemia and treated with glucose gel. Customer reported a reading of 120 mg/dl was received before going home. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Visual inspection performed on sensor patch. Data was extracted using approved software. Sensor state was 5 (normal termination). Removed sensor plug assembly and performed visual inspection. No issues observed. Sensor inserted into the simvivo test fixture to perform linearity testing. Results were within specification. No product deficiency was identified.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer reported that on the morning of (B)(6) 2018, he received sensor scan results of 276 mg/dl and 303 mg/dl and self-treated with 9 units of insulin of an unknown type. Customer further reported that at while at work at approximately 8:30 a.m. He began to feel "shaky, upset, and bad" and reported he saw the on site hcp and drank a coke and ate an apple. Customer self-presented to his diabetologist where an unspecified reading was obtained on their device and customer was diagnosed with hypoglycemia and treated with glucose gel. Customer reported a reading of 120 mg/dl was received before going home. No further treatment was reported. There was no report of death or permanent impairment associated with this event.